Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the issue via the device logs. The fse then performed various diagnostic tests and functional checks. And, no anomaly has been detected. The fse stated that most likely the problem was not in the device but in the patient circuit. The unit passed all performance and safety tests according to the specifications of the parent company. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a leak in the circuit alarm. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a leak in the circuit alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.